Event description:
It was reported that the patient expressed concern that her implantable cardioverter defibrillator (ICD)  was "leaking." The patient also reported that her left arm experiences pain and falls asleep. Follow up with the patient's physician of record was unsuccessful. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.   Concomitant: 5076 implantable pacing lead 2004-(B)(6). (B)(4).